Event description:
It was reported that an ngage nitinol stone extractor basket had the wires pointing towards the side. A missing loop was found. A cut was made to get it out of the fiberscope. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report captures the wires pointing towards the side, and a missing loop is referenced in a report with the patient identifier: (B)(6).

Manufacturer narrative:
E1: customer (person): title: logistics. G4: PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Duplicate of MDR report # 1820334-2024-01273.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is a duplicate of MDR report # 1820334-2024-01273. No further reports will be submitted under this report (reference 1820334-2024-01275) see MDR report # 1820334-2024-01273 regarding this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.